Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was automatically rebooting itself. A technical support specialist (tss) dialed in, checked the event log and noticed event 10016 keeps on repeating. The tss launched component services (comexp.msc), expanded component services - computers - my computer - dcom config, and received a notification to skip the grant local activation permission. The tss monitored the station and confirmed that no issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system automatically rebooting itself. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.